Manufacturer narrative:
It was reported that the patient has instability of their knee. The surgeon could not confirm the cause of the instability, but suspects it to be ligament laxity related to the initial surgery. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has instability of their knee. The surgeon could not confirm the cause of the instability, but suspects it to be ligament laxity related to the initial surgery. Revision surgery is planned to exchange the poly inserts.